Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface and system controller pcb assemblies and the flex cable assembly which connects the user interface pcb to the patient parameter pcb. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The removed assemblies were further evaluated in the failure analysis center. The cause of the reported issue was determined to be a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Event description:
The customer reported that their device had its service indicator illuminated and was booting up to what appeared to be a solid gray/white screen. The customer also indicated that the device was locking up intermittently. There was no report of any patient use associated with the reported issue.